Event description:
It was reported that the device was used during a laparoscopic ventral hernia. It is unknown how the case was completed. There was no consequence to the patient. During analysis, the device produced a malformed staple.